Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, multiple investigational follow-ups to obtain documents related to the patient death have taken place; however, to date they have not been obtained. As reported the cause of death was cad and the valve appeared to be intact during the autopsy the implant physician was contacted regarding the patient¿s death, however no additional information has been provided. There is no evidence the death was related to the edwards valve. There are multiple potential causes for the reported event, including the patient¿s advanced age and multiple co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the edwards field clinical specialist that the patient died 4 days post a successful transapical tavr with no noted complications. The patient was reported to be discharged home. On post operative day 4, the patient went to take a nap and never woke up. Reportedly the autopsy noted cause of death as cad; additionally the autopsy noted the valve and chest looked fine.